Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing on an unknown date the dermatome needed repair. The device would either cut too thick or too thin. There was no report of harm or injury. Due diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information. No adverse events were reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head was damaged, and motor rpms were low. The needle bearing, reciprocation arm and screws were worn, control bar was out of the position and the unit was out of calibration. Machine head, pin, needle bearing, reciprocation arm, motor, shaft bearings, sleeve bearings, and screws were replaced. The unit was recalibrated and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.